Event description:
A trilogy 202 ventilator device had a ventilator service required error message and the device could not be used while the message was displayed. There was no allegation of harm or injury reported. The device was returned to a third-party service center for service. During the evaluation, the service technician observed error code e349 r ventilator service required (err_ripc_comm_to_obm_failed), which is a communication loss between the host and the oxygen blender module (obm). The obm pca board was replaced to address the issue. Additionally, a r vent service required error code e344 (err_obm_accy_urgent_service) was discovered, and the active exhalation control module was replaced. A full repair and calibration test was conducted and the device passed testing.

Manufacturer narrative:
The reported failure of err_ripc_comm_to_obm_failed is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.